Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr determined that a cable within the ventilator was loose and not properly latched. The cable was reseated and connected properly. The device was tested and the operational verification procedure was performed. The customer's reported issue was resolved and the device was returned to the customer operating to manufacturer specifications.

Event description:
The customer reported that their avea ventilator alarmed "vent inop" while attempting to perform the extended systems test (est). The customer stated that their biomedical department took the ventilator to their service area for testing. The biomedical technician was able to pass the est but after running the ventilator for two days, the unit alarmed "vent inop" again. There was no patient involvement associated with this reported issue.